Event description:
Customer reported 2950-1 cloth adhesive tape is used for securement of endotracheal tubes in the nicu. Alleged 3 pts experienced accidental endotracheal tube extubation because tape did not adhere well to infant's skin. Reported all 3 pts were re-intubated and no other add'l medical treatment was required. No individual specific pt info provided.

Manufacturer narrative:
Method: device not rec'd. Results: no eval performed. Conclusions: device not returned no eval can be performed. Complaint type is being monitored and analyzed.